Event description:
It was reported that an asymptomatic patient's implantable cardioverter defibrillator (ICD) presented via remote transmission with post-paced t-wave oversensing (pptwos). Programming changes were made. The patient was stable.